Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and health care professional stated that the patient denied trauma to the device. No further complications were noted or anticipated

Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the patient¿s ins had flipped sometime in mid-(B)(6) and had to have their pocket revised. The patient stated they knew something was wrong because they could feel the edges of the ins and it was super close to their skin. The patient stated they went to their healthcare provider right away and they confirmed the ins had flipped and the pocket needed to be revised. The patient reported they had their revision surgery on (B)(6) 2019. Since that revision surgery their pocket was still sensitive and when they rolled onto their side, it hurt. The patient was redirected to their healthcare provider to discuss the sensitive pocket site. On (B)(6) 2019 the patient called in again to report that their implant battery had flipped again. The patient confirmed they had contacted the healthcare provider and noted they were going to consult with them on how to resolve the issue. The patient stated they noticed the flip the day before the call. No further complications were reported.